Event description:
The customer reported hemoglobin (hgb) recovered high and fluid leaked on the right side of the instrument involving coulter lh 750 hematology analyzer. During troubleshooting, the customer discovered approximately several drops of fluid leaked within the instrument. The customer completed instrument verification and performed a hemoglobin lamp adjustment. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face shield during the event. No erroneous patient results were generated. The customer stated patient samples were not analyzed during the fluid leak. The facility has an exposure control plan in place. Beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) observed a fluid leak coming from the tubing located at the bottom right side of the middle diluter panel, it originated from a y fitting below the hemoglobin preamp and at feed through fitting (fy) #82, on the middle panel. The fse replaced the tubing and resolved the issue. The fse indicated diluent leaked and there was no evidence of blood in the fluid. (B)(4).